Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis system. During an interventional procedure the user reported a "no connections" message as well as no pressure signal. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined and a systematic fault could not be identified investigation did not show a clear result. Several parts were exchanged onsite as they were contaminated with saline. This may have caused the error mentioned in the complaint. The error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.